Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would power up to blank screen and would not response to stylus. The nylon spacer was found broken; it caused connection between mpu (main processor unit) and lem (link electronic module) printed circuit board assemblies. Analysis also found the latch tab on power cord bay was broken and the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer presented with a black display screen at boot-up, and it would not respond to the stylus touch-pen. Several power cycles of the programmer failed to remedy the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.